Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had reservoir chipped off and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was unknown at the time of the incident. Customer report insulin pump made odd funny noise during rewind. Customer report the insulin pump had scratched screen. The insulin pump will not be returned for analysis.